Event description:
A synsiro pro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the mildly tortuous lcx to om1. After pre-dilatation of the lesion, it was proceeded with stent deployment. It was difficult to cross the lesion, so it was decided for high pressure dilatation. The device was removed and damage of one edge of the stent was noticed.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes corrected the initial reporter information. Reference CAPA# (B)(4). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph of the affected device was reviewed. The photograph provided shows the stent system without stent protector. The stent is severely deformed at its proximal end. The technical investigation of the returned product confirmed that the stent is severely deformed at its proximal end. In addition, the stent is mildly deformed at its distal end. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. However, the proximal balloon shoulder is slightly crushed. Besides, contrast medium residue was observed in the ballonand inflation lumen which is indicative for the application of negative pressure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph of the affected device was reviewed. The photograph provided shows the stent system without stent protector. The stent is severely deformed at its proximal end. The technical investigation of the returned product confirmed that the stent is severely deformed at its proximal end. In addition, the stent is mildly deformed at its distal end. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. However, the proximal balloon shoulder is slightly crushed. Besides, contrast medium residue was observed in the ballonand inflation lumen which is indicative for the application of negative pressure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.